Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer's blood glucose (bg) level was displayed as "high"; although a specific value was not provided. The customer administered a manual injection is address their bg.